Event description:
It was reported the administration set caused the device to alarm air in line, air noted to be in the entirety of the tubing. The event occurred while connected to a patient. Continuous infusion rate: 5ml/hour. Length of infusion: 48 hrs. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: no lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. D4: catalog number, lot number, expiration date and UDI number are unknown; h4: device manufacture date is unknown; g5: unknown.